Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported fluid extracted and results came back positive for cancer. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿leaking¿ and is ¿upset that the physician did not notify of them of recall and was told that allergan should have notified them." Patient also reported ¿ovarian cancer, not feeling well, foggy headed, a warm sensation in chest, achy joints" and "feeling fluish¿; these events are not device related. Device remains implanted.